Event description:
During an in-clinic follow-up, the patient underwent an off-label magnetic resonance imaging (MRI) procedure which caused the device to enter backup vvi (bvvi) mode. No high voltage therapy was available while the device was in bvvi mode. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.